Event description:
Additional information indicates that the impedance values run consistently high per latitude impedance graph. At this time, no further action will be taken.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2,000 ohms. No adverse patient effects were reported. At this time, no further information has been made available.

Event description:
Additional information was provided that this system continues to exhibit high out of range pace impedance measurements. There was one stored non-sustained ventricular tachycardia (nsvt) episode with a couple non-physiologic signals detected over a year ago; however, no further episodes have been detected. The patient was evaluated in the office and no further action has been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.